Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began at 2 pm on (B)(6) 2018, stating that she had obtained an inaccurate high blood glucose reading of ¿600 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient informed the csr that she manages her diabetes with a combination of medication, including novolin r 12 units 3 times per day and novolin n 30 units morning and evening. The patient reported that in response to the alleged high reading she took an additional 8 units of novolin r. The patient stated that at 2.30 pm on (B)(6) 2018 she developed symptoms, reporting that she became very sick, very dizzy and could not walk. In response to the symptoms she lay down and rest. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter, and that the patient¿s test strips had been stored correctly, were within expiry date. The csr noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and the alleged meter issue could not be ruled out as a cause or contributor to the event.